Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose exceeding 600 mg/dl and diabetic ketoacidosis. The customer's blood glucose increased after her insulin pump alarmed no delivery. The insulin pump kept shutting off and on. The esc button wsa also unresponsive and the customer was unsure if she was able to clear the no delivery alarm. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The patient's current blood glucose was under 200 mg/dl. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent escape button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. The insulin pump powered up properly after battery installation. The battery cap secured the battery inside the battery tube properly during our testing. The operating currents are within specification and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No unexpected shutting off, blank display, or restarting occurred during our testing. The insulin pump had stripped battery cap coin slot, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.